Event description:
It was reported that during a case the user raised the table up and when it stopped, the table free fell down to the lower limit. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up reported will be issued when the investigation has been completed.